Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. : analysis of the desktop charger (serial number (B)(4)) found that the connector pin was broken (B)(4).

Event description:
A patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain reported via a manufacturer representative that they pulled on cord but got stuck in the recharger. It was reported that the patient pushed the pin back into the cord but now when it is plugged into the slot on the ins recharger, it wiggles and is loose. It was reported that the ins recharger won¿t charge even when plugged into the wall. It was reported that the patient cannot charge the ins because the ins recharger is dead and the patient stopped feeling stimulation 2 days prior to the report. The manufacture representative stated that they were going to see if they can find an ins recharger at the office or give the patient one of theirs and take the broken one to have replacement sent to them. No symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.